Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart and low flow alarms while at home. The patient went to the emergency room and upon arrival a driveline disconnect alarm sounded. The system controller was exchanged. No areas of driveline kinking, bends, twists or other areas of concern were externally visualized. It was reported that when the patient went to lay back down a red heart alarm was again observed. The patient remained stable, but was started on milrinone as a precaution. On (B)(6) 2015 the manufacturer's technical services performed a continuity test of the driveline which passed. X-rays were reviewed and were unremarkable. The system controller log file confirmed low speed and pump of events. A modified patient cable was requested. No additional information was received.

Manufacturer narrative:
(B)(4). The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient had pump stops while connected to batteries and ungrounded cable. The manufacturer's technical services reviewed the system controller data log file and noted low speed operation and pump stop. It was reported that the alarms occurred while the patient bent over to tie shoes or bent over. The alarm was reproducible in the hospital when the patient was placed in a 90 degree angle while on bed. Review of the x-rays did not show any compromised area. A percutaneous lead repair was completed successfully and the patient was placed back on a grounded cable with no issues noted. It was noted that the hospital team will monitor the patient's movements for any alarms. It was reported that the patient is listed as a hospice patient and not a surgical candidate. The patient remained stable with no further alarms noted.

Manufacturer narrative:
The device remains in use supporting the patient; however a portion of the percutaneous lead (lead) was returned for evaluation following the replacement. The reported alarms and pump stoppages were confirmed through an analysis of the submitted system controller log file. The log file captured multiple low speed and pump stoppage events while the system was operating on both the power module and batteries. The recorded events showed corresponding elevations in pump power. Based on the manufacturer¿s previous complaint experience, the captured data appeared consistent with a potential lead issue; however, a cause for the events could not be conclusively determined. Approximately 16 inches of the distal-end/external portion of the lead was returned for evaluation following the distal-end replacement. Examination of the returned portion of the lead found breakdown of the braided shield at the terminus of the distal-end bend relief; however, electrical continuity testing of the wires did not reveal any discontinuities of short and visual inspection of the wires found no insulation damage or wear. The lead was submerged in a saline bath for high potential (hi-pot) testing to check for current leakage through each wire¿s insulation and the test did not reveal breaches in the insulation of any of the wires that would have contributed to the events captured in the submitted log file. A review of the submitted x-ray images also found the lead to be unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to experienced pump stoppages following the distal-end percutaneous lead replacement on (B)(6) 2015 and the patient was placed back on an ungrounded patient cable. A short-to-shield on the internal portion of the driveline was suspected. It was reported that the patient experiences no pump stoppages while on the ungrounded patient cable. A pump stoppage occurred in clinic mid-(B)(6) when the patient was briefly reconnected to a grounded patient cable for device interrogation. The patient remains not a candidate for a pump exchange. No plans for further intervention was reported.